Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and gluten sensitivity ("gluten intolerance"). The patient was treated with surgery (she had essure removed). Essure was removed. At the time of the report, the abdominal distension was resolving and the gluten sensitivity outcome was unknown. The reporter provided no causality assessment for abdominal distension and gluten sensitivity with essure. The reporter commented: I was about that bloated when I had essurte. Had it removed a month ago and many people have commented on how I look like I have lost weight. My weight itself hasn't changed, because I wasn't able to exercise, but the bloat has gone down quite a bit. This case is linked with original case (B)(4). Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 22-nov-2017: social media post (mr): new reporter and event gluten intolerance were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed. At the time of the report, the abdominal distension was resolving. The reporter provided no causality assessment for abdominal distension with essure. The reporter commented: I was about that bloated when I had essurte. Had it removed a month ago and many people have commented on how I look like I have lost weight. My weight itself hasn't changed, because I wasn't able to exercise, but the bloat has gone down quite a bit. This case is linked with original case (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.